Event description:
Rn was using an insulin syringe, while pulling needle guard cover over exposed needle-suffered a needle stick. Does not know how this happened. Needle guard not defective (awkward hand position).